Event description:
It was reported that the device had early battery depletion. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number (d164awg) is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary # product ID# (B)(4), the device was returned and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Manufacturer narrative:
Product event summary # product ID# (B)(4). The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.